Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1, -10.00/2.5/095 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.